Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of 200 errors. It was determined that the lcd display was bleeding, the hanger assembly was cracked, the lower case and the main seal were damaged and the display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator generated an error code. The error code remained after power cycling the device. The return status of the device is unknown. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator ( epg) tested out of specification during the manufacturer's analysis.